Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report filed january 18th, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, due to infection. Re-implantation is planned, however; has to occur as of the date of this report, (B)(6) 2015.